Manufacturer narrative:
Service installed replacement stand alone board, tested system operation, no issues were found and unit charged and exposed as designed. The standalone pcb appeared to be the source of the burned smell that was noticed. The exact cause of this issue has not yet been determined, but it is under investigation. A pcb swap did solve the issue. Replacement pcb board was installed and system was fully verified to be in good working condition per manufacturing specifications by a respective field service engineer. No impact on patient outcome. No further action at this time, but will continue to support the customer as needed.

Event description:
Customer reported burning smell coming from the portable unit. Service arrived on site and inspected the power supply and found multiple burned components on the standalone pcb.